Event description:
Port was put in at (B)(6) medical center, (B)(6) on (B)(6) 2014. The end of the catheter that broke off into my heart was "snagged" out. At the (B)(6) hospital, (B)(6) on (B)(6) 2014. I do not have the part # or lot # of the first port that I had where a portion of the catheter broke off and lodged in my heart. I was told that my surgeon did pass that info on to the company. The emotional turmoil I went through (along with my husband) the biggest problem now is I am receiving bills (co-pays) for a procedure that in actuality should never have been needed! I have been informed that this is a very rare occurrence and do not feel that I should have to pay extra for any of this. On (B)(6) 2014 I had surgery to remove the first failed port and a 2nd port/catheter was put in. I had my 3rd chemo session a few hours after that surgery the same day. On (B)(6) 2014 3rd chemo and the port did not work. Could not get it to flush. They then did my chemo with IV in my hand. On (B)(6) 2014 4th and last chemo. Did not even attempt to use the port so again had the chemo with IV in my hand. At that time, made an appt. To have the second port removed. On (B)(6) 2014 had surgery to remove the port/catheter. Believe me, was very surprised when the surgeon came in to tell me the x-ray had shown the catheter had yet again broken off and lodged in my heart! My husband and I went through the emotional process again of waiting to get an appt at (B)(6) hospital in (B)(6) (55 miles from our home) to have the broken off catheter removed from my heart. The dr had to go in through the groin and he had a difficult time "snagging" the piece. The broken catheter was 3 inches long! My husband and I have gone through some very emotional times with this port/catheter situation. Is there any guarantee I will not have any effect from this later on? Dates of use: (B)(6) 2014.